Event description:
It was reported that the patient presented with an infection. It was noted that the pocket was red, swollen, draining and pus. The entire system was explanted and replaced. Further information was requested however, was not provided.